Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the instrument was checked in for a case over the weekend. When I went to check it out, the handle was in 4 pieces in the pan and couldn't be put back together."